Event description:
The true metrix air glucometer produces a lot of errors up to five times in a row. The MFR trividia health has it as they exchanged it for another making also many errors. I still have the box saying that was not for sale and did not have any expiration date marked. How the (B)(6) approved distributor (B)(4) sent a sample once it was paid by (B)(6)? The MFR trividia health has it and they had to run tests on it. How FDA approved a junk piecer like that true metrix air glucometer? Reference mw5064118